Manufacturer narrative:
Date of event is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient who was receiving dilaudid (5 mg/day, 15 mg/ml) via intrathecal drug delivery pump for non-malignant pain. It was reported that the pump was flipping in the pocket; otherwise the patient was getting good relief. The physician had been able to refill her with some manipulation. There were no known environmental/external/patient factors that may have led or contributed to the issue. Physical manipulation by managing physician and surgery to 'resurrect' the device (pocket revision) occurred. The issue was resolved. The patient status was 'alive - no injury.'